Event description:
Unknown black substance found on suction tubing in a prepackaged medline thoracotomy kit. The contents of the sterile kit, including the tubing, were placed on the sterile field during a vats procedure. An ioban and trocar, from the same kit was used on the patient before staff noticed the black substance on the suction tubing, as it was being handed to the surgeon from the sterile field. The field was then taken down, pt re-prepped, new sterile field set-up, and case continued. Pack number: (B)(4), pack name: thoracotomy, lot number: 22bme571. Unable to find a lab that will do environmental testing for mold, including the idaho state lab. FDA safety report ID# (B)(4).